Event description:
The patient experienced inadequate stimulation following a fall and needed their lead repositioned. During surgery, the doctor found that the titan anchor had split in two. The doctor thought the suture must have slipped from the "bump" onto the silicone part of the anchor that was not supported by any metal. He thought that over time, the pressure of the suture cut into the silicone until it separated the anchor. He felt that it was not the cause of the lead to move as the patient experienced "lateral" stimulation patterns rather than cephalad or caudal. A new anchor was used. There were no patient issues associated with this event.

Manufacturer narrative:
(B)(4).